Manufacturer narrative:
Findings: reliability analysis inspected 5 opened/used enlite sensors and performed visual inspection and found 1 of 5 sensors with cannula broken and part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Four remaining sensors performed bicarbonate buffer test perdop1 and found 2 of 4 failed per specifications. One of 2 failed with low readings 2nd failed with no readings detected. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per spec. Two remaining sensors passed per specifications with accurate readings.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 8.2 mmol/l at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.